Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tridentii tritanium cluster52e; cat# 702-04-52e; lot# 82683001a. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 84497904. Size 5 accolade ii 132 deg; cat# 6720-0535; lot# 84417107. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
The patient had a primary tha on (B)(6) 2021. The patient developed an infection of the left hip and underwent revision for pji with all components exchanged on (B)(6) 2021.